Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The microswitch was replaced.

Event description:
The hospital reported that, during a case, the clinician switched to ventilator mode and the bellows did not cycle. The clinician reportedly switched to manual mode to maintain ventilation. There was no reported patient injury.